Event description:
It was reported that while using the bd vacutainer® k3e 5.4mg plus blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: there is an unknown object in the tube. The blood collection unit secretary sees and separates the tube before giving it to the patient. This condition appeared in only one tube in a hundred pack.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). H.6 investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. The fm was observed as a yellowish additive clump in the tube. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of additive clumps was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. The additive abnormality is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.